Event description:
The customer reports that cvc was inserted (B)(6)2019. An x-ray was taken on (B)(6)2019 showing evidence of foreign body (guide) in patient.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). Additional information requested regarding this event and patient condition. No additional information received at the time of this report.

Event description:
The customer reports that cvc was inserted (B)(6) 2019. An x-ray was taken on (B)(6) 2019 showing evidence of foreign body (guide) in patient.